Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured" against left device. Patient's spouse later reported "rupture, and large hard lump next to the left side breast and exchange". The device remains implanted.